Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen is cracked. Reportedly, contact is unsure how it became damaged. The customer¿s blood glucose level was not impacted. Reportedly, the pump would continue to be used for insulin therapy.